Event description:
It was reported while using the bd bactec¿ mgit¿ 960 pza kit, an inconsistent pza result was obtained for one (1) patient isolate. There were no health impact or consequences reported. The customer has not responded to multiple follow up attempts by bd for additional information.

Manufacturer narrative:
The information for the additional initial reporter phone # is as follows: e1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.